Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the one whole plate (part# 73-2623, lot# unknown) showed good overall condition. Another fractured piece of a second plate was returned. Eight 2.4x12mm screws (part# 73-2412, lot# unknown) and two 2.4x14mm screws (part# 73-2414, lot# unknown) were also returned in good overall condition. The hospital provided CT scans of the patient, which were reviewed by research senior scientist. The complaint was difficult to see due to the provided scan being low resolution 5mm slices: it was confirmed that there were three sternalock plates. The left lower sternal body has separated. There appears to be four zip fix ties around the sternum. The origin of the returned fractured plate could not be determined from the scans. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Based on the information and materials provided, the root cause of the complaint cannot be determined. However, the surgeon suggested the patient risk factors including diabetes and a high bmi could have contributed to the complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00357-1 and 0001032347-2018-00358-1.

Manufacturer narrative:
Concomitant medical product: biomet microfixation sternalock blu system screws, catalog #: ni, lot #: ni. Therapy date: (B)(6) 2018. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a revision due to dehiscence. The patient had a CABG procedure in which three plates were implanted. Post-op images showed that the bone "gave way" on the lowest plate on the xiphoid and two (2) screws on the middle plate on the manubrium loosened. Eight days after the original procedure one (1) plate and 10 screws (part unknown) were removed . It is stated the surgeon did not believe that the issue is device related; the patient is diabetic, has a high bmi, and was physically non-compliant. No additional patient consequences were reported.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: biomet microfixation sternalock blu system screw 2.4 x 12mm catalog #: 73-2412 lot #: ni, biomet microfixation sternalock blu system screw 2.4 x 14mm catalog #: 73-2414 lot #: ni. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00357 and 0001032347-2018-00358.